Event description:
It was reported that eleven days following a (B)(4) endometrial ablation performed on (B)(6) 2011, the pt returned to the hospital with "right lower quadrant pain". A computed tomography (CT) scan indicated "free air in the abdomen and a (B)(6) study confirmed a colonic perforation." A laparoscopy was then performed and the uterus was found to have "2 small circular thermal injuries with pinpoint perforations" on the "fundus toward the cornua. The sigmoid colon had a 2cm perforation with inflammatory changes." A hysterectomy with removal of both ovaries along with a resection of the sigmoid colon requiring a colostomy were performed. The pt was treated with antibiotics and discharged (date unk). The pt was readmitted (date unk) with "drainage from her vagina" and was found to have an abscess. She was treated with antibiotics and the abscess was resolved. She has since been discharged (date unk).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable (B)(4) device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore a failure analysis of this (B)(4) system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as lot and serial numbers were not provided by the complainant. (B)(4).